Manufacturer narrative:
(B)(4)

Event description:
It was reported a merlin transmission strip revealed nonsustained right ventricular episodes as evidence for far p-wave oversensing. Programming the low frequency attenuation filter off was recommended. No further information is available.